Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0344783. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch numbers provided. The complaint was unable to be confirmed. Complaint samples were returned to bd. However, bd quality was unable to locate the returned samples. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: "the customer is indicating that they received several false negatives from kit 256082 lot# 0344783. Steps taken with customer/troubleshooting: I went over the customer workflow and she indicated that three false negatives occurred on the analyzer. The dates were (B)(6) 2021 for the discrepant results. I also asked the customer various questions. The distributor for the kit box was besse medical and the affected lots were 3 out of 30 received".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: the customer is indicating that they received several false negatives from kit 256082 lot# 0344783. Steps taken with customer/troubleshooting: I went over the customer workflow and she indicated that three false negatives occurred on the analyzer. The dates were (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 for the discrepant results. I also asked the customer various questions. The distributor for the kit box was besse medical and the affected lots were 3 out of 30 received".